Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Investigation results: the heartstring iii loading device and the aortic cutter were returned to the factory for evaluation. The devices showed signs of clinical usage and evidence of blood. The delivery device, tension spring assembly, anchor tab and seal were not returned. An incomplete device was returned preventing the completion of an evaluation. Based upon the received condition of the device, the reported complaint for failure to deploy could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).